Event description:
I went in for a laparoscopic surgery for a ovarian cyst. I had a filshie clip imbedded into my bladder. The mid portion of my fallopian tube was missing the filshie clip migrated and was imbedded into my bladder. Doctor removed it. Caused me years of pain. They need to be banded. They know the migrate and cause woman a lot of pain. My doctor left my left one in and I'm not happy about that. Theses people need to be sued. There is a lot of women like me that have had to pay thousands of dollars on surgery and suffered because of these. "(B)(6) invited it." FDA safety report ID # (B)(4).